Manufacturer narrative:
The charger has been requested to be returned for analysis.

Event description:
Patient reported to hcp that she left a hearing aid charging case on a night stand while she was away from home on a trip. When she returned home, the charger "melted and damaged her bed sheets as they were touching the cord. The charger has been requested to be returned for analysis. Supplemental reports will be submitted upon availability of further information.

Manufacturer narrative:
14.12.2023 no service history has been recorded against the item serial number prior to this report. The charger has not been returned to manufacturers attention, therefore the further investigation could not be performed. This is the final report.